Event description:
Qs notified by facility product complaint of this dialyzer leak. As reported by rn, during dialysis treatment, time not reported, the "blood leak alarmed on machine. Machine tested with positive results". (Leak was confirmed manually with test reagent strip for presence of blood in effluent dialysate.) The dialyzer was changed and treatment resumed. Extracorporeal circuit of blood discarded, estimated as 250cc blood loss. "Vital signs were within normal limits, no complaints from pt." Hematocrit was checked on the next dialysis treatment. 06/07/2000 hematocrit was reported as 31. Qs not informed of any significant change to the hematocrit as a result of this reported leak. MDR filed based on the blood loss reported.